Event description:
It was reported to philips that the heartstart xl defibrillator did not deliver a shock. The patient died.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.